Event description:
It was reported to philips that the system's c-arm and table was not working, and the touchscreen module was unable to start up, preventing a full system boot. The user turned the power back on twice, but the issue persisted. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.